Manufacturer narrative:
Manufacturer's ref. No:pc-(B)(4). Investigation summary: since the product has not been returned, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer.

Event description:
"This complaint is from a literature source. The following literature cite has been reviewed: minaskeian n, ladia v, valverde a, srivathsan k, shen w. Repeat accessory pathway ablation: challenges, surprises, and lessons learned. Heartrhythm case rep. 2021 feb 10;7(5):292-295. Doi: 10.1016/j.hrcr.2021.01.021. Pmid: 34026518; pmcid: pmc8134793. Objective: atrioventricular (av) reciprocating tachycardia is the second-most common supraventricular tachycardia in practice, with greater than 95% catheter ablation success rate and 1% risk of complete heart block. The purpose of this article was to review a case study using an endocardial mitral annular catheter in lieu of a cs catheter owing to occlusion and complete heart block as a result of left lateral ap ablation. Methods/study data: a (B)(6) year-old man with 6 prior ablation attempts presented in the ER with a narrow qrs supraventricular tachycardia (svt) at a rate of 177 beats per minute (cycle length 340 ms,) which was terminated by intravenous adenosine administration. The patient was admitted for ablation surgery. During attempted ablation in the lv, the patient experiences a complete heart block. The surgery was terminated, and the patient received a temporary pacemaker lead and was treated with isoproterenol (0.08 mcg/kg/min). Unfortunately, the heart block continued to occur, and the patient required and additional surgery to implant a permanent dual chamber pacemaker two days following the ablation procedure. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: smarttouch sf f curve- bwi. Other biosense webster devices that were also used in this study: carto. Non-biosense webster devices that were also used in this study: n/a. Adverse event(s) and provided interventions: complete heart block treated with a surgical intervention of temporary pacemaker lead and medication administration. Subsequent addition surgery for permanent dual chamber pacemaker insertion. "